Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information received, "postoperatively it was detected that one of the little metal sleeves was missing. It is completely unknown when the little piece was lost. It was not found/seen anywhere." The product was not returned to medtech orthopaedics, however photos were provided for review. (B)(4). The photo investigation revealed that ¿(B)(4), attune distal femoral jig¿ had missing sleeve. Based on the available evidence, a definitive root cause could not be determined for missing components. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, postoperatively it was detected that one of the little metal sleeves was missing. It is completely unknown when the little piece was lost. It was not found/seen anywhere. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the attune distal femoral jig revealed that one of the metal bushing features was detached from the plastic housing. No other defects that could have contributed to the reported event were observed. The fragment was not returned for evaluation. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through j&j medtech orthopaedics quality system. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: (B)(4) 2) date of manufacture: 28-mar-2018 3) any anomalies or deviations identified in DHR: no anomalies or deviations in DHR. 4) expiry date: none identified for this product. 5) IFU reference: object ID# (B)(4). Corrected: h3

Event description:
It was reported that postoperatively it was detected that one of the little metal sleeves was missing. It is completely unknown when the little piece was lost. It was not found/seen anywhere.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that ¿254400520, attune distal femoral jig¿ had missing sleeve. Based on the available evidence, a definitive root cause could not be determined for missing components. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.